Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/11/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: was there any patient consequence? If so, was there any associated medical or surgical intervention? No. When was the suture fraying (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: during use on the patient. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2025 and suture was used. It was reported that the suture fraying during procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/13/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. One used needle-suture piece outside its packaging was received for analysis. During the visual inspection of the sample, the extreme of the suture was noted to be cut probably caused by a surgical instrument. Besides that, some damage (crushed and fraying) on the body suture was observed. In addition, marks that appear to be caused by a surgical instrument were observed on the body needle. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.